Manufacturer narrative:
(B)(4). This report for overprime / leak out of the patient line was not confirmed due to lack of sample, therefore, the root cause could not be determined. A batch review was not performed since lot number was unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be conducted. A follow-up report will be submitted if any additional information is received.

Event description:
A customer contacted baxter's technical service center and reported that after the home choice (hc) was primed, some solution leaked out of the patient line extension. This event occurred during use. The caregiver (cg) stated there may be some solution on his hand when walking around with the line. The tsr explained the cap was vented and it may leak. Product surveillance was contacted by the cg on (B)(6)-2010. The cg stated that he has issues with air in the line because he uses an extension and when he moves the line, the solution moves. The patient has mobility issues so there is no way to get the patient closer to the machine so the solution doesn't move. The patient has resumed therapy and is doing well. No patient injury or medical intervention was reported.